Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 from clinic. The patient complained of 3-4 days of nausea/vomiting and headaches as well as low flow alarms. A computerized tomography (CT) scan of the head revealed bilateral subdural blood and fluid collections, the right greater than the left. The patient went to interventional radiology for bilateral middle meningeal artery embolization and bilateral subdural evacuating port system. A repeat head CT showed decreased subdural hematomas and the subdural evacuating port system drains were removed. The patient remained off of anticoagulants, including warfarin and treatment arm medication. The patient had a goal systolic blood pressure parameter of < 160 mmhg and was on keppra for seizure prophylaxis. It was later communicated that the patient's anticoagulation medication was put on hold indefinitely. The patient was monitored with repeat head cts and neuro checks every 4 hours. The site reported that neurosurgery is following. If the subdural hematoma expands, the site would consider bilateral craniotomies. The patient's low flows were thought to be due to dehydration and patient's volume status. The patient received fluids intravenously to treat the low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, the report of low flow alarms was unable to be confirmed as no log files were submitted for review; however, it was reported that the low flow alarms were secondary to dehydration and resolved with intravenous fluids. The patient remains ongoing on the lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.